Event description:
A pump malfunction was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was able to continue using it. The issue did not recur after resetting, and the customer was advised to contact support again if the malfunction code appeared in the future.